Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7050-90, lot# i0920, manufactured 01/30/2014, expires 2019-01, (B)(4). Ifuse implant, p/n 7040-90, lot# i0891, manufactured 01/30/2014, expires 2019-01, (B)(4). Ifuse implant, p/n 7040-90, lot# i0890, manufactured 01/28/2014, expires 2019-01, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient complained of leg pain for some time after the procedure. The surgeon determined that the superior implant was impinging on the l5 nerve root. In (B)(6)2016, the surgeon performed a revision surgery where he removed the impinging implant using chisels, as there was significant bone growth on the implant, and replaced it with a new implant in a different position. The status of the patient following the revision is not yet known.